Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the ¿mephius dropper¿ (drip chamber) and the infusion tube of a flow regulator set was loose which resulted in a leak. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.